Event description:
Additional information was received that the deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters¿ (mm), and the implant depth on the left coronary cusp (lcc) was approximately 6 mm. The post-implant balloon aortic valvuloplasty was performed due to under expansion of the first valve following implant. It was noted that the previously implanted non-medtronic surgical valve did not have radiopaque markers, which made the procedure more difficult and contributed to the valve dislodgement. After valve dislodgement, the valve was 6 mm above the annulus. Subsequently, an explant procedure for the first and second valve was planned.

Manufacturer narrative:
Updated data: b5, h6. Corrected data: d10, g3. Date manufacturer received was inadvertently captured as 2026-05-01 on the initial report and is being corrected to 2026-04-30. D10. Continuation - concomitant medical devices in use during the event include: non-medtronic product ID: dokimos surgical aortic valve; product serial/lot number: unknown; implant date: unknown; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second valve was considered not functional because at the moment of final release after 80%, the valve had dislodged above the ring of the previous non-medtronic surgical valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve into an indwelling surgical aortic valve, it was observed that the valve dislodged multiple times while still attached to the delivery catheter system (dcs), including dislodgement in both ventricular and aortic directions. Three recaptures were required, until successful implantation was achieved on the 4th deployment attempt. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed with a 20 x 40 millimeter (mm) balloon, causing dislodgement of the valve towards the aorta. Subsequently, a balloon catheter was used to anchor the valve to the aortic arch. Upon the attempted deployment of a second valve, it was noted that the valve dislodged twice while still attached to the dcs, requiring two recaptures. On the final deployment attempt, the valve lost reference to the non-coronary cusp (ncc). As the valve was already past the ideal recapture point, a repositioning attempt was made. During this attempt, the valve became bent, making recapture impossible. Subsequently, the valve was fully deployed into the first valve in the aortic arch. The patient left the procedure without a functioning valve, and the patient is being evaluated for possible explant of the two placed valves.